Event description:
Total hip arthroplasty was performed on 2/3/95. In january 1998, pt fell down approx 20-25 steps. Radiographs revealed that the modular hip stem component fractured, and was revised on 7/2/98.